Manufacturer narrative:
According to the facility on (B)(6) 2024 a foley catheter required replacement due to "no urine output from catheter". Per the facility the patient was not harmed and did not incur a serious injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 a foley catheter required replacement due to "no urine output from catheter".